Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address the reported event. Fse confirmed the complaint by reviewing the error logs and reproduced the complaint by powering on the analyzer. Fse resolved the complaint by replacing the cup pickup z-axis motor. Fse perform quality control (qc) run without error and within the acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaint was performed for serial number (B)(4). There were no other similar complaint found during the searched period. The aia-900 operator¿s manual under section 12: flags and error messages states for following: [4151] c. Trans-z home detect error cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement results. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the reported event is due to failure of the cup transfer z-axis motor.

Event description:
A customer reported getting ¿4151 c. Trans-z home detect error" at startup on the aia-900 analyzer. The customer attempted analyzer reboot, but error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The stepper motor cup pickup z axis was returned to the instrument service center (isc) for further investigation. Isc performed a visual and manual inspection of the motor and confirmed the failure of the cup pickup z-axis motor. There was a friction problem that lead to component failure.